Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.

Event description:
It was reported that the table on the 8800 system would not boot up and had a generator error message. No pt injury was reported.